Event description:
It was reported that a rupture occurred. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that during the fifth inflation at 6atm the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.